Event description:
Boston scientific crm received information that this device was associated with a remote monitoring alert for a high out-of-range shock impedance measurement for another manufacturer's lead. A boston scientific technical services consultant (ts) recommended clinical troubleshooting to evaluate the lead. There was no allegation against this device, which remains implanted and in service. The associated lead subsequently was extracted and replaced with no adverse effects.

Manufacturer narrative:
This report will be updated if additional information is received.